Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and the outer insulation was breached (clavicle-rib crush). It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had a cosmetic depression and there was a white substance.

Event description:
It was reported that there was dislodgment of the right atrial lead. The lead was extracted and replaced. No patient complications were reported as a result of this event.